Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, unexpected alarm error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor . Unable to perform excessive no delivery test, occlusion test, displacement accuracy test or verify under delivery anomaly due to prime anomaly. Unit received with corroded battery tube, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was hospitalized for high blood glucose and diabetic ketoacidosis. The customer's blood glucose was high, at about 400mg/dl. The mother reported the customer was in the intensive care unit on (B)(6) 2017 with blood glucose over 600 mg/dl. The customer was vomiting and had a head ache. The customer was treated with insulin drip. The customer was wearing the insulin pump at time of hospitalization. The customer then had blood glucose of 170 mg/dl. The customer went back on the insulin pump and their blood glucose went to 393 mg/dl. They checked the sugar and the patient had more ketones after they went back on the pump. Based on caller's report proceeding in troubleshooting, they were alleging possible insulin pump under delivery. The insulin pump will be returned for analysis.